Event description:
It was reported during a case the system worked for 5 min. Then just stopped working. Light and sounds were ok, there was no energy to the handpiece.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Eval: the pulsar generator was received in poor condition with dark surface abrasions. The front panel is scuffed with scratches on the matte finish. A power cord was received. The generator was powered on and e5 (monopolar handpiece has reached end of life) occurred. Trouble-shooting revealed the optocoupler open collectors logic low values were marginal. Changing the pull-up resistors (per dcr 2440) will address this issue. The unit delivered rf energy correctly into fixed resistors. During a power cycle, a white screen was displayed. A reboot was required. Installing a jumper on ucb pcba between "ntrst' and common will address this issue. The impedance imbalance readings indicate that the system was having difficulty rejecting noise when evaluating the split-foil pt pad impedance. The rf controller software may not always measure the impedance of a split foil pt return pad accurately when energy is being delivered. If the measurement reads too low, the output is interrupted without notifying the operator. The upgraded rf controller software is better able to read the pt pad impedance while delivering energy, and notifies the user with an e3 error if the impedance rises too far, rather than just shutting off. The handpiece data is a 1-w signal that is translated and presented to open collector optocouplers or isolation. Reducing the pull-ups resistance allows more margin and maintains 1-w translators operating specification. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.